Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance of >125 ohms one day post implant. No noise was seen on the electrograms; however, no attempts were made to elicit noise. A guidant technical services consultant discussed the possibility of a loose connection.